Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity'), pelvic pain ('pelvic pain/ pain'), abortion spontaneous ('pregnant after the surgery and had a complete miscarriage/ pregnancy (stillbirth or miscarriage),'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included paratubal cyst. Concurrent conditions included uterine prolapse, painful intercourse, skene's duct cyst, leiomyoma nos and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain and post-traumatic stress disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: she did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain lower,pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr received -new reporter, date of birth, insertion date updated, events - "migration of essure device location of device: pelvic cavity, pregnancy (stillbirth or miscarriage), psychological or psychiatric problems condition: ptsd", pregnancy information, medical history, lab test added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.